Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a channel disconnect event occurred; details are limited however reportedly the device was infusing levophed, and the event occurred while the patient was in an elevator during transport to CT. The patient became hypotensive for 5 minutes, the blood pressure dropped to 60/40 (baseline unknown) during the period of time while a new channel was being set up. There is no report of medical intervention.